Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a "no message" alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample did not contain the blue clip. A small burr was found at the junction of the bag and pump tubing, otherwise there was no damage, kink, or cut that could cause the failure mode reported. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. No additional action was taken as the device functioned as intended. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.